Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons are hard to press and they have received the replacement pump but is still finding buttons hard to press. The customer mentions already assisted with trouble shooting and buttons are still hard to press. The customer was advised to put pump in storage mode.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.

Manufacturer narrative:
Unit responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. No damage to the keypad assembly noted. Unit passed displacement test and self test.